Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual and functional inspections were performed on the returned device. Although it was reported that a cuff miss occurred, the event is classified and analyzed as a suture retrieval issue as the difference between the two failure modes is often not discernable to the user. The cuff miss was confirmed as a suture retrieval issue was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices after an unspecified procedure. Reportedly, cuff misses occurred with both devices. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.